Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the aseptic battery housing disassembled during inspection at user facility, it fractured and top housing detached from bottom housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the aseptic battery housing disassembled during inspection at user facility, it fractured and top housing detached from bottom housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, housing fractured and disassembled, was confirmed. According to risk documentation and cases with a similar reported event, potential causes for a cracked housing include excessive autoclave exposure, exposure to high ph cleaners, cleaning solvents, or impact. Device is placed in parts retention.